Manufacturer narrative:
Device passed the displacement test. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Hardware low level failures error alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 174 mg/dl. The customer stated that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. The troubleshooting was performed and found that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the pump will need to be replaced. The product will be returned for analysis.